Event description:
Boston scientific received information that atrial activity was present on the right ventricular (rv) channel, however, was not sensed by the device. An x-ray was performed and a large amount of slack was observed on this right atrial (ra) lead, however, no lead dislodgement was observed. The ra lead was suspected to exhibit movement with patient activity. No adverse patient effects were reported. This product remains implanted and in service. The physician will continue monitoring.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.